Event description:
Implant fracure.

Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical overloading of the implant after 13 years in situ.

Event description:
Implant fracture.